Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal due to severe pain and exposure on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient had another mesh/sling implantation on (B)(6) 2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-11934. The same patient is represented in each medwatch.